Manufacturer narrative:
The ht70 ventilator was returned to medtronic for failure investigation. Complaint was verified when the ventilator was powered on and a system error was generated. Inspection found heavy disintegration of the rubber gaskets in the pump assembly and the pump would not move at all. Additionally, the ventilator stuck at the six images screen. The latest software was installed, the pump assembly was replaced and the handle was replaced due to breakage. The ventilator was tested and passed all testing per manufacturing specification after servicing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator had motor pump failure. The ventilator was not in use on a patient at the time of the reported event.